Event description:
It was reported that the caller was having difficulty running a session sync with a protecta device. The caller was informed that they need to run the device update import wizard on the gateway computer to solve the issues. No patient involvement was reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.